Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that device presented no disposable alarm on both primary and alternate pump. Patient reports five cassettes had to be discarded due to reported event. In addition, three of the five cassettes/extension sets leaked and were either changed and/or discarded. No patient injury was reported.

Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI), operator of device and protocol numbers are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.